Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, g3, the aware date should be 07-oct-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that an image was not displayed likely because the cable was disconnected as a result of a cut on the cable. The causal link between the video cable defectiveness and the visible damage was probably the use of a pointed or sharp object which might come in contact with the cable. It is also likely that the image problem reported was related to this cut, even though it appeared somewhat superficial and limited. It was assumed that the phenomenon could be a customer mishandling issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged; never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged; never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged; do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged; never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope; the camera cable could be damaged; never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged; never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluated. The evaluation found a snowy image when the device was connected to the video processor. Additionally, a cut on the external cable was observed during cable inspection. The faulty parts would be replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned the hd camera head to olympus due to a defective cable. During a standard inspection, it was observed that the cable broke. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.